Event description:
The event is reported as: the customer alleges that the cuff of the device was tested prior to use without any issues. After insertion the cuff burst during inflation. No report of a pt injury.

Manufacturer narrative:
The results of the investigation are not complete at the time of this report. The device sample was not returned for evaluation at the time of this report.